Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure a piece of the needle broke off and fell into the patient. The needle fragment was successfully retrieved with a forcep. The procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. (B) (6). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.